Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 300 mg/dl to 600 mg/dl. Customer stated insulin pump had no delivery alarm and they had tried all remedies. Customer sated insulin pump had motor error alarm. Customer stated drive support cap appears normal. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed displacement test and it was passed. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.